Event description:
An implant card was received indicating that the patient underwent generator replacement for neos = yes. The lead impedance was marked ok. The generator has not been received for analysis.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient's seizures have become more frequent according to the caretaker. The patient is having one or two seizures a day between 3 to 6 pm usually. The patient's device was interrogated and found to be at end of service, so the off time was changed from 1.8 minutes to 5 minutes. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
.